Event description:
The customer reported that a negative antibody screen was observed on the provue analyzer for a patient with an anti-k. Ocd's medical director has evaluated this event for serious injury. This event has been classified as not a serious injury. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived on site and performed a pm and ran provue diagnostics. All modules passed. Instrument is operating as expected. Although testing was not performed on the returned sample due to sample integrity the customer indicated that repeat testing on the sample from (B) (4) 2009 in manual gel using the same lot of gel cards resulted in a positive reaction confirming the presence of an antibody. This customer has not logged any complaints against this analyzer since this incident. (B) (4).